Event description:
The customer reported after an a diagnostic ercp, the distal cover was found in the patient's mouth in the recovery unit. The customer stated the subject device was not checked at bedside at the end of the procedure. The intended procedure was successfully completed. After removal from the patient's mouth, the distal cover was not damaged. The customer reports no anti-fog agents were used but there was some lubricant on the endoscope. The facility confirmed the distal cover was not damaged after attaching it to the endoscope and confirmed the distal cover was securely attached to the endoscope. This event includes 2 reports: (B)(6) : maj-2315, h0707. (B)(6) : tjf-q190v, unknown. This report is 1 of 2 for (B)(6) : maj-2315, h0707.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. New information was added to the following fields: h6, h10. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to insufficient attachment of distal cover to the scope. The instructions for use (IFU) states the following: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover attached correctly according to the instruction manual, the distal cover will not be damaged. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: no anti-fog agent is used. Lubricator is applied to the scope, but not to the tip. -the distal cover was not damaged before and after use. Before use, it was confirmed that there was no abnormality in the distal cover. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, a possible cause of the damaged distal cover based on the above investigation results: the cover was easily removed from the scope due to insufficient attachment to the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.